Event description:
It was reported that pump experienced malfunction alarm without any notable events beforehand. It was reported that the customer experienced an elevated blood glucose (bg) level of 524 mg/dl. Elevated bg was addressed by correction insulin injection using multiple daily injections, customer did not require assistance from any third-party. Technical support to reset pump using provided instructions; malfunction did not recur after reset, and customer was advised to continue using pump and to call back if problem happened again.